Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined a system check with tandem technical support. Customer changed supplies to address the occlusion alarms and resumed insulin. The customer continued to use the pump for insulin therapy. Customer reported blood glucose level was in the 400 mg/dl range.